Manufacturer narrative:
Meter (B)(4) was returned and investigated with controlled test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
Customer reported her adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Customer further reported that on (B)(6) 2014, she began to feel as if something was wrong, (no specific symptoms), but could not test due to the blank screen issue. It was further reported customer subsequently experienced a loss of consciousness. Customer's relative called the paramedics and she was transported to a local healthcare facility, where she was diagnosed with hypoglycemia. Customer was unable to report what treatment was rendered, but noted she was hospitalized. Attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: the meter serial number is unknown; hence the date of manufacture of the device is unknown. All pertinent information available to abbott diabetes care has been submitted.